Manufacturer narrative:
This report is submitted on october 25, 2021.

Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the patient experienced a migration of the electrodes resulting in no hearing response. On (B)(6) 2021 a revision surgery was performed to re-position the electrodes during the procedure the device was inadvertently explanted. It is unknown if the patient was re-implanted with another device.